Event description:
It was reported that the battery charger connection to the power cord caught fire, and the charger and power cord melted together. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.